Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) contacted the customer and coordinated assistance to recover the helmer refrigerator. The customer mentioned that refrigerator had already been successfully recovered. The system functioned as intended after field service engineer assisted the customer to resolve the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, a refrigerator door failure occurred. The ER refrigerator door failed and could not be recovered. The station was powered off for approximately four minutes and restarted; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.